Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events: 5. Restorelle: 5. [(B)(4)].

Event description:
As reported to coloplast though not verified, patient's legal representative stated the patient suffered and will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and/or economic damages as a results of the implantation of the prior designated pelvic mesh products.